Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. Further inspection discovered the j3 is disconnected from the pcb and/or usb pin(s) are damaged. The data log could not be retrieved and functional testing could not be performed because the receiver could not boot up. The reported event of an error icon display was not confirmed. A root cause could not be determined.